Event description:
The issue occurred before operation, during preparation of an unspecified procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the legal manufacturer's final investigation. Updated fields: b5, d8, d9, h3, h4, h6, h11. The device was returned to olympus for evaluation and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: disconnection in cable unit and noise in image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head exhibited red picture. There was no report of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.